Event description:
It was reported that ventilator generated o2 concentration alarm and failed internal leakage, pressure transducer, safety valve tests during pre-use check. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated o2 concentration alarm and failed internal leakage, pressure transducer, safety valve tests during pre-use check. The reported issue has been confirmed during evaluation of the provided problem description and attached photo. Service report and device logs were not available for further analysis. It was found that o2 nozzle unit was defective. No part was returned for further analysis, therefore the root cause could not be determined.